Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review could not be performed without a serial number. However the complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned triac. The burned triac was noted during an evaluation when the machine was initially removed from service after displaying low temperature. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned triac. The biomed replaced the triac and heater to resolve the identified issues. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The samples were discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned triac. The burned triac was noted during an evaluation when the machine was initially removed from service after displaying low temperature. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned triac. The biomed replaced the triac and heater to resolve the identified issues. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The samples were discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation.